Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during treatment for a ruptured aneurysm in the middle cerebral artery, multiple attempts were made to place the coil; however, the coil stretched and then detached during the process. The coil was able to be implanted in the aneurysm. There was no reported intervention or patient injury. The current patient's status is reported to be stable.